Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. Additionally, the right ventricular (rv) lead was surgically abandoned and replaced during the same procedure due to lead dislodgement and variable threshold measurements. No additional adverse patient effects were reported. This pacemaker was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. Additionally, the right ventricular (rv) lead was surgically abandoned and replaced during the same procedure due to lead dislodgement and variable threshold measurements. No additional adverse patient effects were reported. This pacemaker was expected to be returned for analysis.